Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures, the patient experienced light sensitivity and she cannot stand bright lights. She reported that she had developed iritis, dry eyes and blood shot eyes after surgery which all cleared up after a few months. She still cannot see or read as clearly as should would like. She was informed by the doctor that her brain has to adjust, but she is not happy that she has to wear sunglasses even indoors and to watch tv. The surgeon informed the patient that she needed to give it more time for her brain to adjust. No further information is expected as the consumer does not want the surgeon contacted. There are two medical device reports associated with this consumer. This report is for the left eye.